Manufacturer narrative:
Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; a tear/cut in the silicone housing in the needle chamber was noted. The valve was hydrated per internal procedures. The valve was tested for programming according to internal procedures. The valve passed the test. The valve could not be flushed per internal procedures due to the damaged silicone housing. The valve was leak tested per internal procedures, leaked from damaged silicone housing. The valve was reflux tested per internal procedures, passed. The siphon guard was removed from the valve. The siphon guard was tested per internal procedures. The valve passed the test. The valve was dried. The valve could not be pressure tested according to test method per internal procedures, due to the damaged silicone housing. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the problem reported by the customer is probably due to the liquid cerebral leaking from the torn silicone housing in the needle chamber. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was obstructed and was revised. The valve was implanted to the patient via lp-shunt due to secondary hydrocephalus. The initial setting was 4. The ventricular enlargement was confirmed on (B)(6) 2019. And it was suspected the proximal side of shunt system was obstructed. Therefore a revision surgery was performed with a new certas valve without sg via vp-shunt . The setting was 1 at the revision. The patient is now recovering. The level of csf protein was within its range.